Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) "snagged" on the white tamping/hypotube and pulled everything out all at once. It appeared to the physician that the balloon never fully deflated. A fellow physician had deployed the mynx in a 6f non-cordis sheath and deployed without issue. There was no major adverse affects, only some minor oozing at the site. Concern that this can cause sealant to dislodge. It was reported not using contrast in balloon. They have previously attempted to adjust their position and angle of pulling the mynx device. Additional information was requested but not provided. The device was not returned for evaluation as it was discarded.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) "snagged" on the white tamping/hypotube and pulled everything out all at once. It appeared to the physician that the balloon never fully deflated. A fellow physician had deployed the mynx in a 6f non-cordis sheath and deployed without issue. There was no major adverse affects, only some minor oozing at the site. Concern that this can cause sealant to dislodge. It was reported not using contrast in balloon. They have previously attempted to adjust their position and angle of pulling the mynx device. Additional information was requested but not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported events of ¿balloon deflation difficulty and sealant sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed the reported issues. Handling factors may have been a contributing factor to the reported failure. According to the product¿s IFU, which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Additionally, if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.